Event description:
It was reported that a patient experienced bad infusion at the site along with elevated glucose levels. During the investigation, a bent cannula with a drop of blood present inside the inner diameter was observed. This malfunction may increase the risk of occlusion. No additional patient involvement or adverse events were reported.

Manufacturer narrative:
The device lot history file was reviewed, and no discrepancies related to the reported failure mode were identified. One used device was returned for evaluation. Visual inspection of the device revealed a bent cannula with a drop of blood present inside the inner diameter. The reported issue was confirmed; however, the probable cause could not be determined.